Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. Moisture damage was found on the electronic assembly, battery tube and vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 138 mg/dl. Customer states that they received a motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.